Manufacturer narrative:
The wearable's questionnaire was reviewed for potential causes of the reported issue. The patient having contraindicating conditions and the patient having an incorrectly sized wearable have been ruled out. However, the wearable was placed directly on the skin which is non-complaint to the IFU. Per curonix pns wearable quick reference card, 06-02923, "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin". The stimulator is used to treat pain. The cause of the blisters is due to non-compliance to the IFU as the patient wore the wearable directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported blisters after using the device. The patient met with implanting clinician, who stated the wound seems to be superficial. As of (B)(6) 2025, the blisters have not gone. However, medical intervention was not required. The commercial team member recommended not wearing the device directly on the skin. No further information is available at this time.